Event description:
The customer reports to philips healthcare that the heartstart mrx locks up and hangs during opcheck when the charge button is pressed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.